Event description:
There was a helium leak from pump. The bpw was below baseline, there were no pump alarms, and copious amounts of condensation in drive line. Drain bottle was empty. A leak test was performed (~30 sec at pump, connector, and iab-y-site) that showed no drop in bpw baseline. They also verified that o-rings were present. Pt was stable and showed no signs of helium bolus. Iab was removed. There were no associated pt complications.